Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged hemorrhage is related to the activ.a.c.¿ therapy system. The patient, whom is also a physician, is blaming the home health agency for the left leg wound bleeding. This report is being filed due to possible use error. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. ¿ patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: ¿ suturing of the blood vessel (native anastomosis or grafts)/organ ¿ infection ¿ trauma ¿ radiation ¿ patients without adequate wound hemostasis ¿ patients who have been administered anticoagulants or platelet aggregation inhibitors ¿ patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Warnings protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician.

Event description:
On (B)(6) 2017, the following information was reported to kci by the family member: the activ.a.c.¿ therapy system is covered in blood. The patient was reportedly hospitalized. On (B)(6) 2017, the following information was reported to kci by the nurse clinical manager: on (B)(6) 2017, the patient called the home health agency and stated 1 hour after the home health agency nurse changed the wound v.a.c. Dressings to the left posterior leg wound, the wound began bleeding profusely. The home health agency subsequently sent the patient to the emergency room for evaluation. The patient was admitted to the hospital and is currently still admitted. Per the home health agency nurse's visit note documented on (B)(6) 2017: left posterior wound assessment includes wound measurements 4.3 x 2.5 x 1.8 cm with serosanguinous drainage. After performing the dressing change, the nurse noted a little bloody drainage to left posterior leg. The home health agency has no documentation of trauma to left posterior leg. On (B)(6) 2017, the patient¿s wound v.a.c. Was covered in blood. V.a.c. Therapy is on the patient's left posterior wound. The patient and family are blaming the home health agency nurse for the left leg wound bleeding. On (B)(6) 2017, the following information was provided to kci by the patient whom is also a physician: the patient was discharged home from hospital on (B)(6) 2017. The patient reportedly received a blood transfusion (amount unknown) during his hospital stay. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.